Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was not confirmed during archive data review or functional testing. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, a vertical crack was going through one of the screw fittings. The observed physical damage could be attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the issue. The archive data review did not show any ua45 advisory message on or around the customer's reported event date. The last ua45 advisory message in the archive was recorded on (B)(6) 2023, and it only happened once and was cleared by the user. The archive data showed multiple user advisory (ua) 12 (lifeband not present) occurred on the customer's reported event date, unrelated to the reported complaint. Functional testing failed as the autopulse platform initially displayed ua12 (lifeband not present) upon powering up, unrelated to the reported complaint. Troubleshooting the problem revealed that the belt clip detection switch arm wasn't parallel with the switch block, triggering the ua12 advisory message. The belt clip switch arm was adjusted to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. During further testing, the load cell characterization test revealed that load cell #2 was over-reporting, unrelated to the reported complaint. The load cell #2 was replaced to address the problem. Zoll is awaiting the customer's approval for repair.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). The crew reverted to manual CPR. No consequences or impact on the patient. Zoll technical support provided instructions to the customer on how to clear the ua45 message. Upon follow-up, the customer stated that the ua45 advisory message was cleared per the instructions sent by zoll tech support. However, the customer decided to return the platform to zoll for evaluation.